Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported tricuspid valve insufficiency/ regurgitation (recurrent tr) associated with tr increasing to 3+ was due to the slda. The cause of the reported incomplete coaptation (periprocedure) associated with the slda appears to be due to challenging patient anatomy (thin friable tricuspid leaflets, and septal leaflet compressed by pacer lead). The reported off-label use (indication for use) was associated with the use of a mitraclip on the tricuspid valve. There is no indication of a product quality issue with respect to manufacture, design, or labeling. It should be noted that the mitraclip system instruction for use states: "the mitraclip system is a device indicated for the percutaneous reduction of significant symptomatic mitral regurgitation."

Event description:
This is filed to report a single leaflet device attachment and worsened tricuspid regurgitation. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4 and significant bowing of the fossa in the right to left direction. A mitraclip xtw and mitraclip ntw were implanted. The mr was reduced to grade 1. The steerable guide catheter was pulled back to the right side, and the patient¿s oxygen (o2) saturation started to drop due to a severe tricuspid regurgitation (tr) jet (grade 5+) directed at the fossa, which caused a right to left shunting across the atrial septal defect (asd). The sgc was advanced across the fossa and a pfo closure device was prepared. In the physician's opinion, the sgc did not cause or contribute to the right to left shunt or to the drop in oxygen saturation. There were no issues with the sgc during use. The asd was closed, and a decision was made to treat the tricuspid valve with a mitraclip. The tricuspid valve was noted to have thin friable leaflets, and pacer wire compressing the septal leaflet. A mitraclip xtw (30328a1041) was placed between the anterior and septal leaflets. The tr was reduced to grade 2+. Difficulties visualizing the clip during the procedure occurred. The procedure was completed. On the following day, an echocardiogram revealed recurrent tr (grade 3+) and that the clip placed in the tricuspid valve had detached from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). No additional information was provided.